Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('burning and stabbing pain') in a 24-year-old female patient who had essure (batch no. 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, myofascial pain syndrome, low back pain, dizziness, migraine and dysmenorrhoea. Concomitant products included fluticasone propionate (flonase) and naproxen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("bloating") and adnexa uteri pain ("both side where my tube were"). The patient was treated with surgery (laparoscopic removal of essure coils and bilateral tubal ligation by cautery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal distension outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left coil placed at 1228 with 2 coils remaining out right coil placed at 1230 with 7 coils remaining out essure devices x2, are two silver metallic foreign objects, which are half coiled and half straight approximately 3.0 cm each in greatest dimension, grossly consistent with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: bilateral device in place/in situ within the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,bilateral fallopian tube pain, bloating, painful menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('burning and stabbing pain') in a (B)(6) female patient who had essure (batch no. 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, myofascial pain syndrome, low back pain, dizziness, migraine and dysmenorrhoea. Concomitant products included fluticasone propionate (flonase) and naproxen. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal distension ("bloating") and adnexa uteri pain ("both side where my tube were"). The patient was treated with surgery (laparoscopic removal of essure coils and bilateral tubal ligation by cautery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal distension outcome was unknown and the adnexa uteri pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left coil placed at 1228 with 2 coils remaining out. Right coil placed at 1230 with 7 coils remaining out. Essure devices x2, are two silver metallic foreign objects, which are half coiled and half straight approximately 3.0 cm each in greatest dimension, grossly consistent with essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: bilateral device in place/in situ within the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,bilateral fallopian tube pain, bloating, painful menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal, menorrhagia), tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: both side where my tube were, bloating, burning and stabbing pain were added. Medical history , concomitant drugs and lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.